Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review, patient's right atrial(ra) lead exhibited inappropriate automatic mode switch episodes due to sensing noise. Programming changes were recommended. The ra lead will continue to be monitored.